Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during a bolus. The customer's blood glucose level was 484 mg/dl. The customer treated with a manual injection. The customer performed troubleshooting and stated that insulin did not exit and there was resistance with the plunger push. The customer was advised that the alarm was caused by a set or reservoir connection problem. Nothing was replaced or returned for analysis.